Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was not getting adequate pain coverage. The bsn representative attempted to reprogram the patient, however, was unsuccessful. In addition, the bsn representative believes the lead may be fractured as the lead was still exhibiting high impedances following reprogramming. The patient will not undergo any revision procedure at this time and is reportedly doing well.

Event description:
A report was received that a patient was not getting adequate pain coverage. The bsn representative attempted to reprogram the patient, however was unsuccessful. In addition, the bsn representative believes the lead may be fractured as the lead was still exhibiting high impedances following reprogramming. The patient will not undergo any revision procedure at this time and is reportedly doing well.